Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer states when doing a 12 lead ECG, they are missing leads/waves from the 12 lead. No pt impact.